Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the main tube insulation was scratched and some of the insulation has been removed. The scratch measured approximately .085 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported after a da vinci surgical procedure, the black tube was scarred on a bowel grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.